Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and boston scientific advantage was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted, concurrently with a vaginal hysterectomy, bso, a&p colporrhaphy, cystoscopy, modified mccall¿s uterosacral ligament suspension of the vaginal apex for apical support, and enterocele repair due to pop, sui, rectocele, cystocele, and enterocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced erosion, urinary problems, and recurrence. It was reported that patient underwent enterocele and rectocele repair with fascia on 05/17/2004. No additional information was provided. (B)(4) urinary problems. Undefined recurrence.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent rectus fascia harvest, lysis of pelvic adhesions, sacral colpopexy, abdominal, with rectus fascia, burch urethropexy, paravaginal defect repair, elective cystotomy and placement of suprapubic tube, repair of umbilical hernia and  posterior colpoperineorrhaphy due to post hysterectomy vaginal vault prolapse, genuine stress incontinence, paravaginal defect/cystocele, rectocele, umbilical hernia with epigastric extension on (B)(6) 2003 by dr. (B)(6) at (B)(6) hospital.